Event description:
It was reported that during service and repair pre-testing, it was observed that the drive shaft did not turn smoothly on the attachment device. It was further reported that the device showed signs of corrosion. During in-house engineering evaluation, it was observed that the device did not turn properly. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not turn properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from exposure to organic debris and materials which led to corrosion due to normal component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.